Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil was inspected and found to be severely stretched along the full body. No damage was noted to the zap tip. The interlocking arm of the coil was inspected and no damage was noted. The coil dimensions that could be measured were found to be in specification. It was not possible to measure the outer diameter of the coil along any portion of the body, as the full coil was too excessively stretched. There were 2 distal fiber bundles and 0 proximal fiber bundle was noted. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26jul2016. It was reported that the coil did not come out from the catheter. A 6mm x 20cm interlock¿-35 was selected for use. During procedure, it was noted that the coil did not come out from the angiographic catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed missing fiber bundles.